Event description:
Customer states: please test and perform preventative maintenance. The pump is not working.

Manufacturer narrative:
Investigation found that the diode d7 was determined to be leaky and was out of the spec. New pcb was replaced to solve the issue.